Event description:
The laser system does not detect fiber presence. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The problem was due to damaged proximity microswitch that did not recognised the fiber presence. This microswitch located on laser diode unit. After the replacement, the laser system restarted to work. We are unaware about delay on treatment or pt injury.